Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the supplies and the occlusion alarm continued. The customer's blood glucose (bg) level was 680 mg/dl and an insulin injection was used to address the high bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. During troubleshooting, the customer had dropped the pump and the screen shattered. The customer was to use insulin injections to manage diabetes.